Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening a poly box, a small black dot was spotted on the implant. When trying to wipe it off it seemed to be statically attached to the implant and could not be removed. The surgery was completed with a second implant. Attempts have been made and all available information has been provided.